Manufacturer narrative:
Although the exact root cause cannot be identified, the data shows true amplification for the positive results. No systemic product problem with the reagent was identified. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use. As the initial abbot rapid antigen test was in alignment with the liat result, it is likely that the result is a true positive that changed over time.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results for one patient while using the cobas® sars-cov-2 and influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result with the abbot rapid antigen test. A new sample was collected and tested on the cobas liat and generated a positive result for sars-cov-2 (negative for influenza aandb). Another sample was collected and tested on a competitor assay (sars-cov-2 elite mgb kit, elitechgroup) and generated a negative result for sars-cov-2. A week later, a recollected sample generated a negative sars-cov-2 result on the abbot rapid antigen test. Different samples were used for each testing. The initial positive result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.